Event description:
It was reported that a device had a "fault door latch issue," during routine maintenance. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation determined that there was force required to secure the door corresponding with reported symptom. Door hooks and latch pins will be replaced to correct this condition.